Manufacturer narrative:
Section a4: weight: information unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was inserted in the patient's operative eye when the surgeon noticed the lens was scratched. The lens was immediately removed and replaced with another lens. There was a 10 minute delay. Unplanned sutures or a vitrectomy were not required; however, it was unknown if an incision enlargement was needed. There was no need for medication outside of standard of care. The patient has fully recovered. No other information was provided.